Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this device was showing reasonable evidence of a premature battery depletion (pbd) behavior as the battery life dropped faster than expected. The device has been explanted and is expected to be returned for analysis to confirm the battery depletion behavior as the physician is not completely sure of the pbd allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) ptures the reportable event stating that the patient was sent to surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Upon receipt at our post market quality assurance laboratory, the device case was opened and visual inspection revealed no irregularities. Testing could not confirm that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. When the device was received, it had no output and no telemetry. The cause of the no output and no telemetry condition was a trim resistor for a power supply, which detached from the hybrid which controls the pacing and telemetry functions.

Event description:
It was reported that this device was showing reasonable evidence of a premature battery depletion (pbd) behavior as the batery life dropped faster than expected. The device has been explanted and has been returned for analysis to confirm the battery depletion behavior as the physician is not completely sure of the pbd allegation. No additional adverse patient effects were reported.